Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm coyote fc (emerge) balloon catheter was advanced for dilation. However, during fourth inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.